Manufacturer narrative:
Although requested, medical records and device lot number were not provided. The system level review of the 2008k2 machine and concomitant products found no indication of a causal relationship between the products and the patient event. The device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the dialyzer used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius dialyzer caused, contributed to or was a factor in the reported event.

Manufacturer narrative:
The post market surveillance department has requested medical records and treatment sheets for this reported event but none have been provided to date. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The plant investigation is in progress. A supplemental medwatch will be submitted.

Event description:
A voicemail was received in fresenius medical care renal therapies group's quality department reporting an event of a patient's cardiac arrest. The nurse left her telephone number and name but no other information was provided. A follow up telephone call was placed. Spoke with the charge registered nurse (charge rn) who confirmed an event of cardiac arrest resulting in patient death. Both occurred on (B)(6) 2015. According to the charge rn, the female patient was 2.5 hours into her hemodialysis treatment when she became un responsive and hypotensive. Her blood was returned and cardiopulmonary resuscitation (CPR) was initiated. The automated external defibrillator (AED) pads were placed on the patient and it appeared to malfunction (non-fresenius product). CPR continued until emergency medical services arrived. It was continued as the patient was transported to the hospital where, the charge rn reports, the patient expired on (B)(6) 2015. Additionally, the charge rn stated the patient had an arteriovenous fistula surgery performed on (B)(6) 2015 and she appeared "groggy" prior to dialysis treatment and was vomiting. The charge rn attributed the symptoms to the surgery. No malfunctions were alleged or found with any of the products used during the treatment.